Manufacturer narrative:
Visually inspected and verified the insert has water and vibration. The insert has a tip fracture after the edm hole towards the tip. The water temperature is 90.3 meets spec. The temperature was taken with a digital thermometer ID#(B)(4) due: (B)(6) 2018.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-fg-1000 insert, the tip got hot; no injury resulted.